Manufacturer narrative:
The approximate age of the device - 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a lactate dehydrogenase (ldh) of 752, haptoglobin <30, and a free hemoglobin of 3 on (B)(6) 2018. The patient was hospitalized on (B)(6) 2018 and treated with a "bivalrudin" drip before being discharged on (B)(6) 2018.